Event description:
It was reported that during a ptca/stent procedure, the stent became separated from the delivery system. The sds was being removed after failure to cross. The stent was lost at the iliac artery and retrieved with a snare device. The case continued to successful completion with no pt injury associated with this event.